Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation the right ventricular (rv) lead exhibited pacing inhibition, oversensing, low out of range pacing impedance measurement of 140 to 170 ohms and loss of capture. No asystole was observed. A lead fracture was suspected but not able to be visually seen under x-ray. On the x-ray you could see lead damage toward the proximal end, possibly by the suture sleeve. The field representative stated that it appeared the coil was stretched and had come undone. A revision procedure was performed where in an off label manner the existing pacing system was electrically abandoned by turning the system to vvi 30 and a new pacemaker system was implanted on the opposite side of the patient. It was noted that the lead was not tested with a pacing system analyzer during the revision procedure. No additional adverse patient effects were reported.